Event description:
The distal tip (with marker) of the outback cto catheter separated during recannulization of the left common iliac artery and became stuck in subintimal space. After checking the position of the separated tip, the physician chose to leave it in the subintimal space, and ended the procedure. The patient is a female. The target vessel was described as a totally occluded, calcified, straight vessel. The product was properly inspected and prepped, prior to use. All specified ports of the device were flushed with a 30 second phase and flushed again. The catheter was straight with no "slack" during prep. Cannula actuation was verified several times during prep. The physician made access to the patient in the left groin. A cordis .014 atw 300cm guidewire was advanced to the lesion without difficulty. The outback catheter was then advanced over the guidewire, to the lesion. When the physician accessed the subintimal space resistance was felt. Therefore, the physician decided to remove the outback catheter and insert a 5fr. Straight catheter to widen the lumen. Once the lumen was dilated, the outback catheter was re-advanced, but it became stuck again. The physician attempted to twist, push, and torque the device, but it still refused to track up the vessel wall. The physician then decided to insert a 6fr. Straight catheter to widen the lumen more, but when he attempted to remove outback catheter, a resistance was felt, and the plastic tip with the marker separated from the metal tip during removal and remained in the subintimal space of the vessel. The physician ended the procedure at this point and the patient was taken for emergency surgery for removal of the device. Please note that this was the first time that the physician had used this device in a procedure. Also, the technician had never used the device. The sales rep was present during the procedure and was experienced with the device.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.